Event description:
Technician alleged no bed exit function.

Manufacturer narrative:
The technician found a defective tape switch. He replaced the tape switch to resolve the issue. No pt impact reported.